Manufacturer narrative:
The reported sensor was returned. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug was seated properly in the mount. No product deficiencies were identified. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the skin where the sensor had been, was notable for the presence of ¿bruises, burning and irritation¿. Caller noted customer had contact with her healthcare provider and was prescribed an unspecified ¿soothing cream¿ for the irritation. Customer was also advised to begin using an ¿adhesive barrier¿. Additionally, the caller reported the customer experienced allergic skin reactions with previously worn sensors, but there was no report of medical treatment associated with those sensors. There was no report of death or permanent injury associated with this event.